Manufacturer narrative:
The insulin pump was received with a blank display due to missing battery tube spring. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, missing end cap sticker and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via email that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer did not troubleshoot and did not send the product back for analysis.